Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and then discharged after two days. The same day as diagnosis of peritonitis, the patient was treated with injection cefazolin (1gm/ once a day/ intraperitoneal/ ongoing) and injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. It was reported the retraining on the proper aseptic technique is pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.